Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are losing connection, getting an intermittent loss of ECG waveform. There is insufficient info to rule out pad/paddles ECG issue. There was no pt involvement.